Event description:
Carefusion received user facility medwatch# (B)(4) on (B)(4) 2012. It was indicated a (B)(6) female patient experienced an issue while receiving a humidified trach collar treatment for pneumonia on (B)(6) 2012. Medwatch states, "patient's tracheostomy tube end adaptor was found placed directly into the heated wire circuit. This was creating a backflow of pressure that was making the patient exhale against the flow." Other important information states, "trach fits into collar pretty snugly so a potential problem exits." The patient was using a bivona tracheostomy tube with the carefusion trach mask (collar). The nurse was alerted to a problem when the patient became diaphoretic, went into respiratory distress, and sats dropped. The respiratory therapist (rt) was contacted for assistance. The setup (trach mask, corrugated circuit tubing) was taken apart to determine the cause. No visual defects were identified. The rt returned the trach mask to normal position and resumed oxygen flow. At this point, a high pitched sound was observed. Upon further inspection, the rt identified the distal end of the patient's tracheostomy tube had gone through the opening of the trach mask and become lodged in the corrugated circuit tubing. As a result, the patient was receiving constant one-way flow and unable to exhale against pressure. The patient sustained subcutaneous emphysema, caused by the event. X-rays were taken and the patient was monitored. The risk analyst advised that this condition ultimately resolved without further complications. The mask was reportedly put on the patient correctly. The customer believes the design of the mask is flawed in that it is not compatible with taller tracheostomy tubes (such as the bivona). When used with taller trach tubes, there is the potential for an event similar to the one experienced at their facility. There was no long term patient injury noted in the file.

Manufacturer narrative:
(B)(4). Results of investigation: the lot number of the reported product was not available. Therefore, a device history review was not able to be conducted. The customer did not provide a return sample for evaluation. The customer advised carefusion that the patient was using a bivona customized flextend tracheostomy tube that had a (B)(4) with a customized length of 41 mm. The specific product code was not provided. Carefusion product engineering conducted an investigation to evaluate the fitment of the (B)(4) tracheostomy mask with a bivona trach tube product number (B)(4). This code is believed to be representative of what the customer was using during the incident. Evaluation of this tracheostomy tube with the mask observed that the distal end of the trach connector extended into the trach dome. With a specific orientation of the clear dome area of the mask, the trach connector was observed extending through the dome and into the white tubing adapter. As a result, if this were in use on a patient, the patient would have to exhale against the inlet flow as described in this customer's report. Therefore the complaint was confirmed. It was determined the root cause of this issue was the distal length of the tracheostomy tube being incompatible with the design of this trach mask. To prevent the (B)(4) mask from being used with non compatible trach tubes, carefusion will update the product label to instruct the users to check for compatibility of the mask to the trach tube prior to use.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.